Event description:
Physician reported event per a case report form used for associated device which is under clinical study. Pt had "incision or pocket symptoms approx 2 weeks post implant. The catheter had become disconnected from the pump. Catheter was reconnected and secured with #2-0 nurulon tie and the pocket enlarged. No other info reported.